Event description:
During a case, the physician felt resistance while repositioning a neuron 070. He tried to then remove the neuron from the sheath and felt resistance. He then pulled it out and it appeared to have broken. He then pulled out the sheath and neuron and re-introduced a new neuron and sheath and successfully continued the case.

Manufacturer narrative:
Device investigation: results: the catheter was returned in two pieces. The most distal piece is approximately 9.5 cm in length and is lodged inside a sheath. The proximal piece measures 82 cm from the hub-shaft joint to the break site. There are kinks at 23 and 32 cm distal of the hub shaft joint and the distal most 2.0 cm is stretched and flattened. The catheter is non-functional. Conclusion: the break noted in the complaint is confirmed. During the procedure, the physician repositioned the catheter and felt resistance. The source of the resistance was a kink, which as he withdrew the catheter, became lodged in the sheath. Further pulling against this resistance exceeded the tensile strength of the catheter resulting in the stretching and subsequent break of the catheter. Given the lack of information in the complaint description, it is not possible to determine the cause of the kink.